Event description:
On (B)(6), 2012 the reporter contacted animas to report that for three months the patient had obtained erratic blood glucose levels ranging from 400 mg/dl to 36 mg/dl. The patient reported experiencing the symptoms of shortness of breath and tested positive for ketones. The patient reported issues with small amounts of insulin used during the priming step, and also that after a new cartridge was loaded and the pump was primed, only 176 units remained. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting both severe hypoglycemia and severe hyperglycemia while using the pump, after the priming issues occurred. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the reported prime values were verified in the prime history; there was no prime value greater than 4.12 units observed. There were "no cartridge detected" warning in the black box on (B)(6) 2012. A rewind, load, and prime sequence was performed with no alarms occurring. The force sensor calibration was found to be within specification. A rewind, load, and prime sequence was performed with a 23" infusion set, and the prime total was 10.8 units. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.